Event description:
It was reported by the facility that 1 hour into the dialysis treatment the venous blood line disconnected from the venous female luer of the catheter. The dialysis machine alarmed and the pt was found unresponsive with a large amount of blood loss. A code was initiated, fluid given and the pt responded. The pt was sent to the emergency department. Pt survived with no apparent harm.